Manufacturer narrative:
If information is provided in the future, a supplemental report will be issued.

Event description:
Additional information was received from a health care provider (hcp) via a manufacturer representative (rep). It was reported that the cause of the intra-abdominal infection was not determined.

Manufacturer narrative:
If information is provided in the future, a supplemental report will be issued.

Event description:
It was reported that prior to the implant of the shunt, the patient experienced syncope and was hospitalized in early (B)(6) 2012. A few days after the syncope, they underwent tumor resection with a suboccipital approach. The ventriculoperitoneal shunt was implanted on (B)(6) 2012. On (B)(6), due to abdominal pain, fever, and considering the conservative treatment of intra-abdominal infection ineffective, the peritoneal catheter was removed. At the end of august, the patient moved to a ventriculoatrial shunt.